Event description:
It was reported that the vessel sealer instrument did not seal during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The site was contacted to request additional information regarding the reported complaint. No further information has been obtained at this time. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument conductor wire was broken. Failure analysis found one broken wire at the wrist. The instrument failed electrical continuity testing. The instrument passed self check test. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.